Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
H3: device not received by manufacturer.¿ a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the full infusion had completed in 12 hours instead of the programmed duration of 46 hours. At the end of the infusion, the reservoir volume displayed 27.1 ml remaining, although the cassette was found to be empty. The pump was programmed with a continuous infusion rate of 1.7 ml/hr, a starting reservoir volume of 80.6 ml, air detector set to off, upstream sensor set to on, a programmed infusion length of 46 hours, and a lock level of 2; the extension tubing had not been primed using the pump, but was instead primed using the pullback method with a syringe. There was no patient injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.